Manufacturer narrative:
The pipeline flex device has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during treatment of aneurysm location in the internal carotid (ic) c3, saccular shape, unruptured, 8mm neck width, landing zone vessel diameter 3mm distal 4mm proximal. The size of aneurysm was 13 mm, pipeline flex device did not open during a procedure. It was reported that the patient was treated with one medtronic flow diverter; however, it did not cover the neck completely. The treating physician decided to place an additional flow diverter. The reported pipeline was selected, however, this device failed to deploy (open distally). The device was resheathed 4 times or more but still the distal end of the flow diverter did not open. The wall apposition became poor resulting fixation failure of the flow diverter. The protective sleeve was opened, but the pipeline would still did not deploy. The anatomy was severe and small in diameter. The patient is currently being monitored.